Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery depleted and pump shut off. Customer turned pump on and a continuous glucose monitor error 42 was received. The pump was reset, and the customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer. Customer declined to provide additional information regarding the battery issue.